Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. After battery installation, unit alarmed constantly pump error due to unlocked connector at the printed circuit board. Unable to perform rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error due to pump error. The motor was tested outside the device. Unit was received with fading serial number label. Unit was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 129 mg/dl at the time of the incident. Customers insulin pump alarmed ¿no motor movement¿ during rewind. No troubleshooting was performed. The insulin pump was not exposed to magnetic fields. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.